Event description:
A customer obtained erroneously elevated troponin (accu tni) results on two patient's samples. Upon repeat testing lower results were generated for both patients. The original samples were tested on a different instrument and obtained results matched the repeated access 2 results. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen type is sodium heparin plasma with no gel barrier. The samples were centrifuged at 3,000 rpm for 10 minutes. Qc was within the customer's established ranges. A system check performed on (B)(4) 2010 met specifications. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm). The fse replaced parts and adjusted transducer. Per fse, the only significant finding was a large amount of dried buffer built up in the wash carousel. The rvs were not moving through the carousel smoothly, which produced splashing. Splashing of the rv contents can produce elevated accutni results. Although hardware issues were addressed, no definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.